Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 340 mg/dl. The customer treated her high's with a syringe. The customer states when she woke up this morning the tester said high. She gave herself a shot and waited. She put on an infusion set and the blood glucose got down to 180 mg/dl. The customer also states that she checked her blood glucose and they were at 278 mg/dl. The customer states was wearing the sets on her sides, and the cannula was not bent. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. Assisted the customer with changing the infusion set and noted the highs. The insulin pump will not be returned for analysis.